Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 252 mg/dl. To address the bg level, the customer used an insulin pen. System check was performed with tandem technical support and no issues were identified. The customer confirmed bg level would continue to be monitored.